Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that he obtained error 4 messages on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that he started obtaining the error 4 messages during the first week of (B)(6) 2018; he indicated that he was still getting the messages at the time of the call to lfs and had used up a lot of test strips. The patient manages his diabetes with oral medications of invokana and metformin tablets and he reported that he had been taking less food/drink for the past six months to improve his diabetic control. He stated that during a dental visit on (B)(6) 2018, he developed symptoms of ¿dizziness, light headed, sweating, nervous and pale¿. He reported that the dentist¿s nurse gave him apple juice to treat his symptoms and his color was back to normal within 2-5 minutes. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps. He confirmed that his test strips had been stored correctly and were within expiry date and they completely drew in the blood sample. The cca walked the patient through a retest but the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizziness, light headed, sweating, nervous and pale, after obtaining error 4 messages on the subject meter.